Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had recently fallen and received inappropriate therapy due to lead dislodgement. During the explant it was noticed that the suture sleeve was loose on the rv lead. The ra lead was repositioned.